Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results or user had poor technique. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Expected blood glucose results not known. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call fasting ((B)(6) 2015; 1:42pm) with result of 56mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 26mg/dl (B)(6) 2015 07:36am. 233mg/dl (B)(6) 2015 12:37am. 92mg/dl (B)(6) 2015 01:15am. No adverse event reported.

Event description:
Consumer complaint of erratic blood results. Expected blood glucose results not known. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call fasting ((B)(6) 2015; 1:42pm) with result of 56mg/dl. Verified storage of test strips is within instructed spec. Test strip lot MFR's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 26mg/dl, (B)(6) 2015, 07:36am; 233mg/dl, (B)(6) 2015, 12:37am; 92mg/dl, (B)(6) 2015, 01:15am; no adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.